Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm or no delivery noted. Motor passed motor test. Pump received with scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported by the customer that their insulin pump was alarming motor error during bolus. During troubleshooting, customer stated that they do not use the sensor feature and was able to rewind the insulin pump. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 118 mg/dl at time of reporting. Nothing further reported.